Manufacturer narrative:
D9 - date returned to MFR: 14-apr-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. Visual inspection did not reveal any defects or abnormalities. Functional testing was performed, during which the device was found to be malfunctioning, indicating both an occlusion condition and a mispositioned cassette. The reported issue was successfully duplicated, and further investigation identified a defective downstream occlusion (dso) sensor. The dso sensor was replaced. Although the reported issue was confirmed, the exact cause of the failure could not be conclusively determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump malfunctioned and exhibited an occlusion during the preparation for connection to the patient. No injury was reported.